Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a decrease in estimated remaining longevity of approximately 3 years between follow-up checks 12 months apart. Based on the observed behavior, boston scientific technical services (ts) advised device replacement. No adverse patient effects were reported. The device remains in service at this time.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a decrease in estimated remaining longevity of approximately 3 years between follow-up checks 12 months apart. Based on the observed behavior, boston scientific technical services (ts) advised device replacement. No adverse patient effects were reported. The device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a decrease in estimated remaining longevity of approximately 3 years between follow-up checks 12 months apart. Based on the observed behavior, boston scientific technical services (ts) advised device replacement. No adverse patient effects were reported. The device was explanted and replaced.